Manufacturer narrative:
Device evaluation of monitor sn (B)(6) has been completed. The reported problem (service code 204) was isolated to an open r781 driven ground resistor on the computer/analog board. Monitor did not pass baseline testing. The root cause for the open resistor could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor displayed a service code 204 (belt/monitor unusable).